Manufacturer narrative:
This medwatch is submitted to send the initial report about a mobi-c complaint. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Information requests are in progress to obtain more information about the incident conclusion not available yet. Not returned yet to manufacturer.

Event description:
Mobi-c p&f us: disassembled during implantation. An information was received about an incident that occured during surgery. The mobi-c implant came disengaged from the peek cartridge during implantation. The surgery was completed with another device of the same size questions were asked and the reporter said that the patient is in good health, the surgery was not delayed over 30 minutes and the depth stop was set to zero. He added that the surgical technique was followed and that the disc space was well under distraction. Yet the surgeon did encounter some resistance during insertion and that a rotational move was done or the device was inserted with an angle. The reporter said that there was no x-ray images that will be provided.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. \ product was returned to manufacturer without compliant decontamination form which prevent it's examination . The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records and the recurrence of this type of event for this implant, the cause for the event is a user error as rotation was performed during insertion. As reported: the prosthesis have been inserted with an angle and a rotational move was done while inserting prosthesis. As indicated in st : during and after insertion, avoid lateral and rotational movements of the implant-to-peek cartridge assembly". The investigation found no evidence to indicate a device issue. Root cause: mishandling during implant postioning a rotational move was performed during prothesis insertion.

Event description:
Mobi-c p&f us : disassembled during implantation . Mobi-c implant came disengaged from peek cartridge during implantation. The surgery was completed with another device of the same size. Additional information received on (B)(6) 2019 :the patient is in good health, the surgery was not delayed over 30 minutes and the depth stop was set to zero. Reporter added that the surgical technique was followed and that the disc space was well under distraction. Yet the surgeon did encounter some resistance during insertion and that a rotational move was done or the device was inserted with an angle. The reporter said that there was no x-ray images that will be provided the device was received by the manufacturer on (B)(6) 2019 without compliant decontamination form which prevent it's examination.